Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an ¿acem failure¿ was found during repair testing. The device's active exhalation control valve would need to be replaced to address the issue. Customer requested no repairs be made to the device. The device was returned to the customer unrepaired.